Event description:
During preparation, the system could not communicate with the workmate amplifier. The patient was not yet present in the operating room. The procedure was delayed four hours while a replacement amplifier was arranged. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported incident was reproduced during the hardware evaluation. The cause of the reported communication issue is associated with mismatch cmos checksum data and the internal clock due to a depleted cmos backup battery. The communication issue was resolved when the amplifier was functionally tested with a known good single board computer module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.